Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 127 ohms. Review of the stored data identified the most recent measurement was within normal range at 88 ohms. Additionally, pacing impedance measurements showed a slight increase over the past year. No evidence of noise was noted on the presenting electrogram. The lead remains in service and no adverse patient effects were reported.